Event description:
During evaluation of a returned spectrum pump, the device had low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The cause of the condition was determined to be rear case speaker was loose. Rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.